Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the vessel sealer extend instrument be returned to perform failure analysis. However, as of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer reported the tip of the vessel sealer extend instrument had a sharp surface that tends to hook into tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip of the vessel sealer extend instrument had a sharp edge and was sharp right from the start. The instrument did not collide with any other instruments during procedure. The instrument is available for return to isi for evaluation. No photos or images were available for review. The part # and lot # are 480422-01/k15231102. The procedure was successfully completed with the same instrument. No unexpected bleeding was experienced by the patient as a result of the reported issue.

Manufacturer narrative:
Visual inspection did not reveal any damage to the tip of the vessel sealer extend instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The instruments cord was cut so the functional test was not possible. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.